Event description:
The procedure was to treat a lesion in the left anterior descending artery (lad). Using a radial access site, a xience prime 2.75x18 mm was deployed and it was found that the stent caused a dissection in the proximal segment. A xience prime 2.75x33 mm was used to cover the dissection. There was no clinically significant delay in the procedure. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use, is a known patient effects associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.